Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found a damaged graphic user interface (gui) printed circuit board (pcb).

Event description:
It was reported that an 840 ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). (B)(4) MFR number 8020893-2016-02517) is a duplicate report for covidien reference number: (B)(4) (MFR number 8020893-2016-02220).